Event description:
Radiometer reference number: (B)(4). According to the complaint the customer experienced a software reboot after taking a measurement on a abl90 flex plus analyzer (serial number (B)(6)). The customer has not expressed complaints at this site. Issue is idn (integrated delivery network in healthcare) wide and issues were found after looking into it more. The provided service dump logs five crashes from 12feb2026 to 16feb2026, in two of the crashes the sample was lost. The first sample lost was on 12feb2026.